Event description:
After pushing to activate retraction the needle did not retract with the spring into the syringe. The needle separated from the syringe and remained in the pt's body. The needle was removed manually. The used needle was unable to be safely contained while transporting it to the sharps container in the medication room.